Event description:
As of the date of this report, it was indicated that patient continued to not get any pain relief and that the event was not that resolved. Patient still had concerns regarding device/therapy and was working with her doctor for the same.

Event description:
It was reported that 3 weeks following a catheter revision in june (please refer to MFR report # 3004209178-2013-14957), patient developed left leg pain. Patient was in excruciating pain especially when she lay down. On (B)(6) 2013 the healthcare provider was unable to do dye study since they couldn't aspirate the catheter. It was indicated that patient may have to have another revision. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed no anomaly found.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown; product type catheter. (B)(4).

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was later reported that the patient had a return of usual pain and a dye study was attempted. The healthcare provider (hcp) was unable to aspirate cerebrospinal fluid (csf) from the catheter access port (cap) so the neurosurgeon felt that the concentration of bupivacaine was clogging the catheter. A revision was performed on the day of the report, (B)(6) 2013. During the revision the catheter was disconnected from the pump and 3ml of clear fluid was aspirated from the catheter. The pump was changed to a 40ml to allow use of lower concentration of medication. The catheter was connected to a new pump with good flow of csf when aspirated from the cap. There was no catheter revision. The medication pulled from the pump was to be analyzed. It was also indicated that the patient received less than 50% therapy relief. Patient status at the time of the report was alive with injury. The device system delivered fentanyl and bupivacaine.

Manufacturer narrative:
Corrected information: no eval explain code . If information is provided in the future, a supplemental report will be issued.